Manufacturer narrative:
(B)(4).

Event description:
It was reported lower out of range high voltage lead impedance measurements were observed. Isometrics detected a decrease in sensing amplitude. Defibrillation threshold testing was performed and therapy was disabled. The patient was discharged and was sent home with a life vest. The patient will be followed-up.

Manufacturer narrative:
(B)(4).

Event description:
New information received states the lead was explanted and replaced. A visual insulation abrasion was observed on the lead once the lead was extracted. The patient condition is stable.